Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported of the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.